Event description:
Pt was emergently intubated with a bullard scope, requiring the use of a blade extender, in preparation for surgery. The pt also has a nasogastric tube in place. The blade extender apparently detached from the scope during intubation. The pt coughed up the piece shortly after ng tube was removed several days later.